Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency medical service due to low blood glucose level and high blood glucose level on an unknown date. Customer's blood glucose level was 39 mg/dl at the time on dispatched from emergency medical service and 420 mg/dl. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.